Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints for this lot. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A healthcare worker reported that after an intraocular lens (iol) was implanted, the pt had poor vision with distortion. The lens was exchanged approx eleven months after initial implantation. Add'l info was requested.